Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to allergy on (B)(6) 2020 with unknown blood glucose level. The customer was treated with antibiotics. The sensor will not be returned for analysis.

Manufacturer narrative:
The information on section 'concomitant medical products' was not included in the initial report. The correct information has been provided with this report.